Manufacturer narrative:
The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. Device passed displacement test, sleep current measurement and active current measurement and self test. Unable to verify charge/battery lasts less than expected anomaly due to not receiving battery from customer. No unexpected replace battery now alarms or battery power loss anomalies noted during testing or in the pump trace download. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had replace battery now alarms. Customer¿s blood glucose was 11.7 mmol/l. Customer was advised to revert to backup plan. Insulin pump will be returned for analysis.